Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the cable is worn out. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the hands free and test load cables the replacements for which were ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the cable. The reported problem was confirmed. Device experienced issues with the paddles, pads, electrodes, therapy cable, or therapy port. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the hands free and test load cables to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.